Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 40-year-old female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute maxillary sinusitis, eosinophilia, cervical dysplasia, mite allergy, penicillin allergy, sulfonamide allergy, metrorrhagia, irritable bowel syndrome, constipation and diarrhoea. Concurrent conditions included dysmenorrhea, vaginal hemorrhage, menorrhagia, insomnia, pruritus, tinnitus, bloating, constipation, menopausal symptoms, skin exfoliation, itching, skin dry, tingling, back pain, neck pain, emotional problems, temperature intolerance, absence of menstruation, cigarette smoker, lethargy, sulfonamide allergy, dysfunctional uterine bleeding, drug hypersensitivity, tobacco use disorder and stress. Concomitant products included quetiapine fumarate (seroquel) since (B)(6) 2013 for insomnia as well as clonazepam (klonopin) from (B)(6) 2009 to (B)(6) 2010, colecalciferol (vitamin d3), estradiol from (B)(6) 2008 to (B)(6) 2014, fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (provera) from (B)(6) 2008 to (B)(6) 2014, melatonin since (B)(6) 2013, norethisterone (micronor) since 2007 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010, trazodone since (B)(6) 2013, vitamin b complex and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), night sweats ("night sweats"), mood altered ("mood changes"), depression ("depression/psych. Injury"), anxiety ("anxiety / mental anguish"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and intermenstrual bleeding ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (laparoscopic removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, intermenstrual bleeding, night sweats, mood altered, depression, anxiety, nausea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mood altered, nausea, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Previously reported insertion date: (B)(6) 2013. Trailing coil: left-0, right-6. Patient received treatment for metorhagia (bleeding b/w periods), general abnormal bleeding, fatigue patient is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Colposcopy - on (B)(6) 2012: low-grade dysplasia. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded.. Mammogram - on (B)(6) 2012: calcifications in the left breast are benign.. Pregnancy test - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2013: slightly heterogeneous borderline enlarged uterus. With the presence of sub endometrial cyst, underlying adenomyosis is likely. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- fatigue, night sweats, abdominal pain, anxiety, mood altered, metrorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute maxillary sinusitis, eosinophilia, cervical dysplasia, mite allergy, penicillin allergy, sulfonamide allergy, metrorrhagia, irritable bowel syndrome, constipation and diarrhoea. Concurrent conditions included dysmenorrhea, vaginal hemorrhage, menorrhagia, insomnia, pruritus, tinnitus, bloating, constipation, menopausal symptoms, skin exfoliation, itching, skin dry, tingling, back pain, neck pain, emotional problems, temperature intolerance, absence of menstruation, cigarette smoker, lethargy, sulfonamide allergy, dysfunctional uterine bleeding, drug hypersensitivity, tobacco use disorder and stress. Concomitant products included quetiapine fumarate (seroquel) since (B)(6) 2013 for insomnia as well as clonazepam (klonopin) from (B)(6) 2009 to (B)(6) 2010, colecalciferol (vitamin d3), estradiol from (B)(6) 2008 to (B)(6) 2014, fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (provera) from (B)(6) 2008 to (B)(6) 2014, melatonin since (B)(6) 2013, norethisterone (micronor) since 2007 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2010, trazodone since (B)(6) 2013, vitamin b complex and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), night sweats ("night sweats"), mood altered ("mood changes"), depression ("depression/psych/injury"), anxiety ("anxiety / mental anguish"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (laparoscopic removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, metrorrhagia, night sweats, mood altered, depression, anxiety, nausea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, mood altered, nausea, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Previously reported insertion date: (B)(6) 2013. Trailing coil: left-0, right-6 patient received treatment for metorhagia (bleeding b/w periods), general abnormal bleeding, fatigue. Patient is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Colposcopy - on (B)(6) 2012: low-grade dysplasia. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded.. Mammogram - on (B)(6) 2012: calcifications in the left breast are benign.. Pregnancy test - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2013: slightly heterogeneous borderline enlarged uterus. With the presence of sub endometrial cyst, underlying adenomyosis is likely. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- fatigue, night sweats, abdominal pain, anxiety, mood altered, metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: medical record received: case category upgraded to serious incident. Previously reported event' pelvic pain' was made medically significant and intervention required due to added removal surgery. Removal date, medical history, reporter information were added. Action taken with drug was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.